Event description:
It was reported that the pump delivered less insulin than requested for a bolus. The customer's blood glucose (bg) level subsequently increased to 525 mg/dl. Customer administered a correction bolus to address high bg. However, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed.